Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a plastic surgery procedure on the eyelid on (B)(6) 2019 and suture was used. During the procedure, when performing the continuous suture on the patient's eyelids, the suture was released from the needle (it was disassembled) and did not allow knotting of the stitch. There were no adverse patient consequences reported. No additional information was provided.